Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that a replacement pump would be provided, and they would receive it with updated software. Customer acknowledged instructions regarding putting the pump into storage mode, returning the problematic pump via ups, and steps to take upon receiving the replacement. Pump remains under warranty, and the customer plans to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.